Event description:
It was reported that patient underwent unicompartmental knee arthroplasty on an unknown date in 2006. Subsequently, patient reportedly dislocated knee and a revision procedure was performed in 2009.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable. User facility has been contacted in order to obtain additional information including product identification, however, no further information has been received to date. Expiration date - unknown. Date implanted - 2006, exact date unknown. Device manufacture date - unknown.